Manufacturer narrative:
(B)(4). Date sent: 1/28/2021. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a green reload from aside and the sled can be seen partially advance and a staple can be seen protruding. This condition is consistent with an incomplete firing cycle. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please provide more details for "misfire from reload"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Answers= yes the reload made a cut without stapling during the firing sequence. The device didn't perform 3 staple lines. The surgeon stopped the stapler during the firing sequence to make a less damage to the surgery and the patient. The device removed easily and the jaws opened and the surgeon removed the reload. Patient condition is fine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy there was a misfire from reload. The surgery was delayed 15 minutes. It is unknown if there were patient consequences.